Manufacturer narrative:
Testing and investigation did not find the pump to underdeliver as reported by the customer. However, the device was found to overdeliver. This was due to th plunger being one revolution forward from the home position.

Event description:
The pump was returned to the biomedical dept with an unsigned note that stated, "delivered too slowly." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device delivered "within tolerance." There were no reports of any adverse events while the device was in clinical use.